Event description:
This medial device report is being submitted due to an additional event that was originally reported in MDR report, FDA # 9616389-2013-00003. This event occurred at the same site as FDA MDR 9616389-2014-00024. This report is for a 20th event for the original reported MDR event, in which the customer informed agfa on (B)(6) 2014, that the site had experienced their dx-d100 unit exhibiting erratic movement when driving the unit. The dx-d100 unit was newly installed at the customer site and this event occurred on the first day of use with the new unit. The customer experienced intermittent movement with the unit moving in the opposite direction. When the technician was backing the unit up and let go of the handle the unit would slightly move forward. When the technician was moving the unit forward and let go of the handle the unit would slightly move backwards. No harm has been reported for this event and the customer, at this time, has elected to continue to use the newly installed unit. Agfa investigation was already underway for a reportable correction to the FDA on may 15, 2013: FDA reference # z-1487-13. For any potential corrections for this dx-d 100 unit, documentation will be provided via FDA z-1487-13.